Manufacturer narrative:
Date of event: exact date unknown, event occurred a month ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7102098.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was retained by the medical facility and will not be returned.